Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient who was receiving dilaudid 20 mg/ml; 6.3 mg/day, baclofen 200 mcg/ml; 63.44 and clonidine 200 mcg/ml; 63.44 mcg/day via an implantable pump for spinal pain, non-malignant pain, other non-malignant pain, and failed back surgery syndrome. The patient's medical history was lupus. The date of the event was approximately 11/2/2015. It was reported the patient had a gradual increase in pain over the past several months. It was noted by refills that the actual reservoir volume was 2-3ml more than expected reservoir volume over the past few refills. The patient reported no signs or symptoms of withdrawal but also stated she takes oral medication and has had a recent flare in her lupus. On (B)(6) 2016 a dye study was done. During the dye study the physician was unable to aspirate the catheter and it was noted that the catheter tip was at t-12. The physician would like it at t-9. A roller study was performed and was normal. The physician referred the patient to the neurosurgeon. The patient will follow up with the physician but stated that due to a high deductible they will not be rushing to get this fixed. Surgical intervention was planned but had not been scheduled. The issue was not resolved. Patient status was alive; no injury. The cause of the event, medical history, lot number, therapy dates as well as concomitant drugs were not reported; additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
The pump was returned for analysis. Upon interrogation the pump memory indicated that the pump was used to deliver dilaudid (20 mg/ml; 0.123 mg/day), baclofen (200 mcg/ml; 1.23 mcg/day) and clonidine (200 mcg/ml at 0.123 mg/day). Analysis of the pump found no anomaly.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
Additional information was received from the rep, that the pump was returned for analysis on (B)(6) 2016.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2016-dec-21 from a company representative (rep) reported patient had a catheter revision done today ((B)(6) 2016). Healthcare professional (hcp) decided to replace the entire 8709 with an 8780. Upon opening the pump pocket, hcp noted an abnormal whitish in the pocket, as well as the fascia was all crusted with this white precipitate. The entire pump was also crusted with this stuff. Catheter was aspirated and nothing came back, and the same white stuff was crusted in the catheter access port (cap) so the hcp had to scrape it off before hcp could get the needle in. Hcp thought it was the medication, which formed a precipitate. Patient medication were still the same as reported prior. Due to this, hcp decided to replace the pump as well as it had 22 months elective replacement indicator (eri) and wanted the pump sent back for analysis. Hcp went ahead and replaced the entire catheter with an 8780. When the hcp cut the old catheter at the anchor site hcp was unable to get any cerebrospinal fluid (csf) as well. Part of the old 8709 remains implanted as it broke off. Hcp was notified by rep of these findings and patient was started at a lower dose of 0.961 mg/day of the dilaudid and will stay for 23 hours.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.